Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the screen was falling apart from the hinge. It was found that there were broken components inside of the power supply causing power to short the programmer. All other electrical and mechanical parts were in good working condition. Replaced the power supply. Confirmed display assembly was coming apart due to cracked lower hinge plate and missing screws from the hinge plate. Replaced lower hinge plate and screws. Bezel display overlay was cracked. Replaced and calibrated bezel display overlay assembly. Left antenna tested out of specification. Replaced left antenna. Upper display hinges broken. Replaced upper display hinges. Handle covers were cracked. Replaced handle covers. Media bay door holing latch broken. Replaced media bay door. Power cord bay latching tabs broken. Replaced power cord bay. Upper and lower display bullets broken. Replaced upper and lower display bullets. Replaced the nylon standoff between the link electronic module (lem) and printed circuit board (pcb) and micro processor unit (mpu), pcb. Replaced the media bay gasket. Salvaged parts were used for power supply, lower hinge plate, bezel display overlay. All salvaged used was inspected per applicable requirements. Hard drive reconfigured and software has been reloaded. The programmer then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was received into service for repair and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.